Event description:
An electrosurgical procedure was performed for 1-2 hours at hospital in a foreign country. An eschmann generator, model td411rs, at a low energy setting and an unsplit dispersive electrode were used. The electrode was located on the left thigh. The plate was reported to have adhered well over the entire surface. The placement site had not been cleaned or shaved. After the procedure, two burns of approx 1,5 and 0,3 sq cm were discovered underneath the dispersive electrode. The burns were treated "with local and dressings". The nature of the surgical procedure, the body area where surgery was performed and the orientation of the electrode have not been disclosed to us yet. Neither have we been given more details on the patient despite repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been tested visually, electrically, thermally and on their adhesion. All samples were found to perform within the limits. No faults could be detected. The returned sample involved in the incident has been checked visually, thermally and electrically. The plate shows two burnt spots at the two corners opposite the tab section, one measuring approx 15 x 2 mm, the other 15 x 8 mm. The electrical and thermal test results were within limits. In view of these test results and the limited information made available so far regarding the details of the procedure and the position of the plate relative to the area of surgery and its orientation, no further analysis can be made and no conclusion can be drawn at this stage.